Event description:
Customer reported issues were with sensor glucose verses blood glucose differences. Customer stated that the insulin pump did not alarmed threshold suspend. Customer's blood glucose reading was 47 mg/dl. Troubleshooting was done. Product is not being returned or replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.